Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic colon resection procedure, the device malfunctioned and would not fire half the time. Later it was reporter by the rn in the room that some clips would fire without closing. Another device was used to complete the procedure. No adverse consequences reported.